Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the customer during an attempt to insert an intra-aortic balloon (iab), the iab would not advance through the sheath. The customer stated sheath "buckled". The sheath was removed and a competitor sheath was used. The iab could not be passed through the competitor's sheath. The iab was discarded and used a smaller iab through the competitor sheath without difficulty. There was no reported injury to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the customer during an attempt to insert an intra-aortic balloon (iab), the iab would not advance through the sheath. The customer stated sheath "buckled". The sheath was removed and a competitor sheath was used. The iab could not be passed through the competitor's sheath. The iab was discarded and used a smaller iab through the competitor sheath without difficulty. There was no reported injury to the patient.